Manufacturer narrative:
(B)(4), 2011: this event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, high rate pacing (around 95 min-1) was observed on (B)(6) 2011. A magnet was applied, which restored slow pacing rate (60 min-1) on (B)(6) 2011. Upon interrogation on (B)(6) 2011, the device was found in standby mode. The device was reinitialized and reprogrammed without difficulties. Sensing and threshold test were performed and were satisfactory. Reportedly, the pt received a radiotherapy treatment for prostrate cancer for approx 54 days consecutively with the last dose received on (B)(6) 2010.